Event description:
It was reported that surgeon revised a right hip of patient on (B)(6) 2024. There was no surgical delay. The original hip was believed to have been implanted in (B)(6) 2005. Devices appear to be an aml stem. 36/1.5 articuleze head, apex hole eliminator, and 36 x 52 metal liner. The patient fell and became dislocated in (B)(6) 2023. Patient was scared to go to the doctor and has been living with the dislocated hip until friday, (B)(6) 2024. The surgeon performing the revision procedure on (B)(6) 2024 stated there appeared to be no damage or wear of implants and no metal debris. The 36/1.5 articuleze head, apex hole eliminator, and 36 x 52 metal liner were removed during revision. A constrained liner and a 32 head was inserted during the revision.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated that there was no reported surgical delay and patient consequences. There is no allegation against the stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that surgeon revised a right hip of patient. The original hip was believed to have been implanted in (B)(6) 2005 at hospital. Unknown surgeon, implant log, and if patient was part of any study. Xrays were attached, but it appears to be an aml stem. 36/1.5 articuleze head, apex hole eliminator, and 36 x 52 metal liner. The patient fell and became dislocated in (B)(6) 2023. Patient was scared to go to the doctor and has been living with the dislocated hip until friday, (B)(6) 2024. The surgeon performing the revision procedure on (B)(6) 2024. There appeared to be no damage or wear of implants and no metal debris. The 36/1.5 articuleze head, apex hole eliminator, and 36 x 52 metal liner were removed during revision. Not lots given. A constrained liner and a 32 head was inserted during the revision. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment 20240923_184958. The x-ray investigation revealed that the femoral head has dislocated from the acetabular liner. It can be observed that the femoral head is having unintended contact with the upper edge of the acetabular cup. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the unk hip femoral head metal articul/eze might have been caused by the patient's fall. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk hip femoral head metal articul/eze would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.